Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the log confirmed the ECG cable was applied to the patient and no defib electrodes were used at any point during this case, the log confirms the ECG was changed from lead ii to pads (with no defib pads attached), and not switched to a viewable lead view. We suspect this was done inadvertently. The investigation has been closed as user related. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.